Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v775091, implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that after moving a certain way today, the stimulation got really strong and ¿locked patient up.¿ the stimulation zapped the patient and locked him up and sometimes other people would have to help turn stimulation off. The overstimulation was reportedly in the target area. The overstimulation was reportedly not correlated with specific positions and seemed to be random. The start date was thought to be in (B)(6) 2013, after the active stimulation feature was enabled. There were no falls or trauma associated with the event. The patient was to keep a log of the date, time, position, and environment of the occurrence and try to sync with the patient programmer at the time of the overstimulation to see what position it was detected. The impedances were checked and were between 766 and 1841 ohms, with group impedances of 628 ohms on program 1 and 537 ohms on program 2. The assigned voltages for the active stimulation feature were 5.7 volts and 3.7 volts for upright, 4.3 volts and 1.3 volts for lying back, and 6.4 volts and 6.1 volts for lying front. One example position when the patient felt overstimulation was when they were on all fours. The patient reported laying on their front while sleeping and was able to sleep comfortably. During the call, the patient¿s position was checked and the device was accurately detecting ¿upright.¿ there were no issues reported with the device pocket. Additional information received reported that the impedances were within normal range and no malfunctions were seen. There was no intervention planned. The patient was to log his therapy and report back of any overstimulation occurrences. The patient was doing fine at this time.